Event description:
It was reported that "while removing a locked screw from a hybrid plate using the revision screw driver the surgeon noted that the draw rod had broken off in the screw. He was able to remove the plate by backing the whole plate out."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. There have been 102 previous complaints involving 105 units. Investigations into past complaints concluded that the failure were the result of user-error I. E. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". There were no reports of adverse consequences to the pt as a result of the instrument breakage and the surgery was complete successfully. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a pt. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft."